Event description:
Reporter indicated that device diagnostic testing at office visit in 2/2003 resulted in high lead impedance reading (dc-dc code 7 and limit). It was reported that pt informed physician that pt had not felt stimulation for some time. The pt's output current was turned up in 2/2003 from 1.25 to 1.75. Lead break is suspected.